Event description:
Type of procedure performed: bso three complaint products were involved in the same case. Complaint #(B)(4) complaint #(B)(4) complaint #(B)(4) during the case the surgeon deployed the bag into patient. The metal prongs came out of the shaft but the bag was not attached to the prongs. The prongs were completely exposed and not covered by the bag. The bag was instead hanging in the patient and was held up by the tether that was still within the shaft. The surgeon removed the entire device from the patient and attempted to used two additional cd001 products from the same lot and the same issue occurred. These devices were fully removed as well. The fourth cd001 used worked without complaint and was used to complete the case. The device actuator was only pushed forward once per unit. The surgeon is not a new user of the device. No patient injury. There are not any photos available of the devices. No product return. The devices were disposed of by the facility. Patient status: no patient injury. Type of intervention: opened a new device. The fourth device used in the case functioned without complaint.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. In the absence of the event unit, applied medical is unable to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: bso. Three complaint products were involved in the same case. Complaint #: (B)(4), complaint #: (B)(4), complaint #: (B)(4). During the case the surgeon deployed the bag into patient. The metal prongs came out of the shaft but the bag was not attached to the prongs. The prongs were completely exposed and not covered by the bag. The bag was instead hanging in the patient and was held up by the tether that was still within the shaft. The surgeon removed the entire device from the patient and attempted to used two additional cd001 products from the same lot and the same issue occurred. These devices were fully removed as well. The fourth cd001 used worked without complaint and was used to complete the case. The device actuator was only pushed forward once per unit. The surgeon is not a new user of the device. No patient injury. There are not any photos available of the devices. No product return. The devices were disposed of by the facility. Patient status: no patient injury. Type of intervention: opened a new device. The fourth device used in the case functioned without complaint.